Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head did not show a picture during preparation for use. The procedure was diagnostic in nature. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, a faded serial plate was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the charge coupled device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.